Event description:
On (B)(6) 2009, the patient slated that he had received e4 occlusion errors. Troubleshooting could not be performed to clear the errors because the patient's infusion device did not have any power. The patient also stated that the infusion device's piston rod was two thirds of the way up and would not retract. The patient was instructed to install a new battery into the infusion device. The patient stated that he tried to insert a battery into the infusion device that had no power. The patient verified that the battery was being installed properly . The patient replaced the battery two more times, both unsuccessfully turning on the infusion device. The patient was unable to hear or feel any beeps or vibrations. The patient stated that he was using (B)(4) aa alkaline batteries. The patient also changed the battery cap on the infusion device. The same batteries that would not perform in the patient's infusion devices were checked in an alternative infusion device and successfully provided power to that infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.